Event description:
It was reported that this 53 y/o female patients right knee was revised 1.5 years post op. The patient was revised due to osteolysis, loosening and poly wear. Patient was last known to be in stable condition following the event. No product return; disposed at hospital.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 200-02-35 - three peg patella 35mm. (B)(6) 02-010-04-0340 - logic cr femoral por, right, sz 4. (B)(6) 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t.

Manufacturer narrative:
(H3) the revision reported in case-(B)(4) may have been the result of loosening, prosthesis wear, and osteolysis. The aseptic (non-infected) loosening was likely the result of an insufficient bond between the implants and the bone. Based on the images provided, there does not appear to be excessive wear of the insert. However, this cannot be confirmed because the devices were not returned for evaluation.